Manufacturer narrative:
Initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified baxter set leaked; the set contained oxytocin. The tube split just below the unspecified pump and was dripping onto ground. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5, d1, d4 catalogue #, 510k, g1 manufacturing facility. B5: the affected product was "clearlink system continu-flo solution set", previously submitted as "unspecified baxter set". D1: the correct brand name was "clearlink system continu-flo solution set", previously submitted as "ni". D4: the correct catalogue # is "jc8546", previously submitted as "asku". G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106. G4: the correct PMA/510k # was "na", previously submitted as "ni". H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a sliced tubing. The reported condition was verified. The cause of the sliced tubing was due to manufacturing process related. A nonconformance has been opened to address this issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.